Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, prior to an off-label transapical mitral valve replacement (tmvr) procedure, it was noted that the patient was ¿very ill and high surgical risk¿. The patient was aware of the procedural risks and elected to proceed with the tmvr procedure. Due to the high risk of left ventricle outflow tract (lvot) obstruction, a lampoon procedure was recommended prior to the sapien 3 valve deployment in the native mitral valve. A balloon assisted translocation of the mitral anterior leaflet (batman) procedure was performed. Following the batman procedure, a 29mm sapien 3 valve was implanted in the native mitral valve. Post valve deployment, an lvot obstruction occurred and an alcohol ablation was performed. The sapien 3 valve deployment went well and the gradient was stable at 11mmhg. There were no indications of a valve or device malfunction. However, the lvot obstruction never got better. The patient expired post procedure, the exact cause and time of death were not provided. The lvot was reported to be ¿very small¿ and the septum was ¿thick¿.

Manufacturer narrative:
In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the native mitral valve replacement procedure and the cause of the patient death post procedure. To date, information regarding the patient (medical records, procedure op notes, cause of death) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. 1) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). 2) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information available, the exact cause of the lvot obstruction cannot be confirmed, the. Investigation results suggest/ indicate, in additional to the procedure itself, may have contributed to the reported lvot obstruction. The patient co-morbidities and general poor condition prior to the procedure, may have contributed to the persistent lvot obstruction and subsequent death. The training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.